Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of returned magec rod was not possible due to incomplete/partial return of the indicated unit. The patient¿s x-ray images indicate and confirm the reported failure mode. As part of this investigation, functional testing was unable to be performed due to incomplete return of the entire product. The work order was reviewed, and confirmed the device passed all inspections. The rod has been determined to have met manufacturing specifications. The breakage was not determined to have been related to the manufacturing processes or material failure. Based on the type of breakage observed, it is likely the breakage resulted from the patient's daily activities and unique anatomical structure. Device records review: review of the device history record for the rod confirmed that it met all of the required quality inspections.

Manufacturer narrative:
The device has not been returned for investigation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a rod fracture occurred distally above the screws. No patient adverse event was reported.